Event description:
Boston scientific received information that during a follow up visit, the patient with this device reported symptoms of feeling breathless. Minute ventilation (mv) was programmed on and the patient was sent for a short walk. The mv increased the heart rate to 120 bpm. A decision was made to reprogram the mv; little change was noted during a followup walk. The mv was programmed off and accelerometer function will be used. No further adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this device was reprogrammed and remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that this patient was admitted to the hospital due to shortness of breath. A review of the pacemaker indicated a recent stress test showed the patient did not get to the percentage of predicted max heart rate expected. A hall walk was performed successfully and the pacemaker was reprogrammed. The physician believed the shortness of breath to be due to an undiagnosed lung issue. The pacemaker remains in service and there were no adverse patient effects reported.